Event description:
Reporter claims the wheelchair is "tippy" and at one time while pushing the chair down an incline, they hit a bump and the chair tipped over backwards onto attendant. No injuries to operator, some bruises to attendant.